Event description:
Litigation papers allege the pt has sustained and will continue to sustain physical injuries, pain and suffering, emotional distress, lost enjoyment of life, and other damages.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.